Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a sensor-reported glucose of 53 mg/dl and approximately 15.6 units of insulin on board after recent correction doses; the user had treated with orange juice prior to contacting support, obtained a fingerstick of 83 mg/dl during the call, experienced a temporary sensor error with loss of readings that subsequently resolved, and briefly paused the ilet before being educated that the system suspends insulin delivery during lows and requires continued operation for algorithm adaptation. Symptoms included low blood glucose. Outcomes included urgent low, urgent low soon, and low glucose alerts without hospitalization. Investigation included troubleshooting of the sensor error, review of recent correction dosing and algorithm learning behavior, and user education on system features and appropriate use. Investigation of this case revealed transient sensor error that resolved, with no hardware malfunction reported, and that the ilet algorithm was in its learning phase while the user had received unusually frequent corrections; the device was capable of suspending insulin during lows when operated as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.